Event description:
Complainant alleged that during incoming inspection of the device, the device powered up without display. The complainant indicated that there was no patient involvement in the reported malfunction.